Event description:
Additional information was received from a patient. It was reported the patient had not notified their healthcare provider (hcp) about the issue, but they would see them soon. The circumstances which led to the issues included a "second accident, bathroom at 1:30; 2:30 and accident just after 3:00". The patient stated the urination accident and not feeling stimulation had not been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2016-jun-16 stated that the patient peed her pants on the day before date notified. It was indicated that her therapy is on but she is not feeling stimulation. The patient tried all 4 programs but nothing has been effective for her symptoms, and stimulation was increase above 2.0 on program 4 but she felt pressure so she does not want to go any higher. It was further confirmed that the trial device was not any better for her symptoms than the permanent implant.

Event description:
A consumer whose indications for use were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor reported that she had her implantable neurostimulator (ins) set to comfortable level at the hospital at implant, then when she got home she was no longer feeling stimulation and has had no therapeutic effect. She had tried changing the parameters on her own and reported being at .1 instead of .3 which was set by health care provider (hcp). It was noted that the ins was off on the day of report and patient instructed to turn ins on and increased to .3 which was set by hcp. A few days later, the patient further reported that she had a loss of therapy and experienced leakage. It was stated that she has not had any therapy benefit since implant. She was feeling stimulation on the day of this call. Additional information received from patient reported that the lack of therapeutic effect has not been resolved. The patient later reported that she had an appointment on (B)(6) 2016 and one scheduled for (B)(6) 2016. The patient had changed from program 4 to 1 and is changing to 2 before the next appointment. The lack of therapeutic effect has not been resolved. A week later, the patient called the manufacturer again requesting a program change as she has not had symptom relief. She stated she has gone through all four programs already. Her physician is aware of the programs and has her in a specific program for a month until her next visit in two weeks. Two weeks later, the patient reported that she could not feel stimulation while the therapy was on; she had it up to 1.4 v. She stated she was "peeing like I did without it, when I'm up and moving around, it has never worked since implant." The patient increased stimulation to 1.9 v and is feeling stimulation. She was going to try this setting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.